Event description:
The hcp reported the pump and catheter were explantred due to an infection.

Event description:
Additional information reported that the patient¿s stomach kept ¿breaking open¿ from the pump; but the pump worked. The patient stated that the spasticity was ¿so bad, her knees were up against her chest.¿ she later stated that the ¿the pump would totally let it go.¿

Manufacturer narrative:
(B)(4).